Manufacturer narrative:
(B)(4). Concomitant products: guide wire: rinato; stents: xience prime 3.0 x 12 mm, 3.5 x 12 mm. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a patient that had a severe tortuous ostial left anterior descending artery (lad) and circumflex (cx). Three non-abbott guide wires were placed, one in the distal lad, one in the distal intermediate and one in the distal cx. Pre-dilatation was performed with a non-abbott 2.0 x 20 mm balloon catheter at the proximal intermediate. A xience prime 3.0 x 12 mm was implanted at the proximal lad. Pre-dilatation was performed with a non-abbott 3.0 x 9 mm balloon catheter at the ostial lad. A xience prime 3.5 x 12 mm was successfully implanted at the ostial lad. A non-abbott 1.5 x 10 mm, non-abbott 2.0 x 20 mm and a non-abbott 3.0 x 9 mm balloon catheter were used to pre-dilate the ostial cx. A xience prime 3.5 x 12 mm tried to cross the lesion with multiple attempts until the proximal shaft separated into 2 pieces. The device was removed from the patient with no issue. The device was changed to a new xience prime 3.5 x 12 mm to cross the ostial cx but without success and the shaft kinked. The failure to cross was due to the patient's anatomy. A xience prime 3.0 x 8 mm was successfully deployed at the ostial lesion. The final angiogram showed a good result without any complications. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.